Event description:
It was reported by the french health authority on (B)(6) 2014 that a patient experienced a serious corneal abscess on the right eye after using cosmetic daily disposable contact lenses on (B)(6) 2013. The patient was hospitalized. Fortified eye drop treatments were applied.

Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. No root cause could be determined. (B)(4).